Manufacturer narrative:
Patient information is unknown. This report is for an unknown screwdriver. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery on (B)(6) 2018, the screw driver was not able to be hold the screw. The surgery was finished without any other problem, although it was not reported how the surgery was completed. There was no surgical delay and there was no adverse consequence to the patient. This report is for an unknown screwdriver. This is report 2 of 2 for (B)(4).